Manufacturer narrative:
Concomitant medical products: product ID 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type: lead; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).

Manufacturer narrative:
Analysis of the implantable neurostimulator (serial # (B)(4)) found no significant anomaly. The battery had reduced capacity due to overdischarge.

Event description:
It was reported that the patient¿s stimulator was not working. The patient stated that she had not charged in a month prior to the report and was not getting communication with the programmer and recharger. The patient had not had stimulation for 3 weeks to a month prior to the report. The patient stated that the stimulator ran down and now they cannot get it back up. The patient could not turn it on with the programmer. It was reported the programmer battery level showed ¾ strength and the batteries were changed while on the phone. No interventions or outcome was reported. Follow up conducted for this information and if additional information is received a follow up report will be sent.

Event description:
It was reported the patient¿s device was replaced because the patient was having a hard time charging the device, it was ¿hurting¿ their back, and the pocket was not deep enough.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.